Event description:
On (B)(6) 2010, the patient reported that in late (B)(6) or the beginning of (B)(6) 2010, he was hospitalized for chest pain and elevated blood glucose of 480-500 mg/dl. He was diagnosed with diabetic ketoacidosis. His normal blood glucose range is 100-180 mg/dl. He believes elevated blood glucose may be related to an issue with the up/down button of the infusion device. The infusion device was replaced and requested to be returned for evaluation.